Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, serial number (B)(4), lot number 5554178. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 250cc, catalog number 3501635, serial number (B)(4), lot number 7680102 on (B)(6) 2019.